Manufacturer narrative:
Index procedure: a (B) (6) male presented with an acute coronary syndrome for the index procedure. He had a history of hypertension, tobacco use, dyslipidemia and a family history of coronary artery disease. The coronary angiogram (cag) showed 80% focal stenosis in the distal portion of the right coronary artery (rca). The lesion was treated with a 2.5 x 18 mm cypher sirolimus eluting coronary stent deployed at 12 atmospheres and post dilated at 14 atmospheres with a 2.75 mm non-compliant balloon. There was timi (thrombolysis in myocardial infarction) grade 3 flow with no complications. He was discharged on aspirin and clopidogrel along with other standard medical regimen. Adverse event #1: while continuing to take the dual anti-platelet therapy, he was readmitted thirteen months after the index procedure with unstable angina. The coronary angiogram (cag) at this time showed a patent distal rca stent but the posterior descending artery (pda) was critically narrowed. The pda lesion was treated with a 2.5 x 13 mm cypher sirolimus eluting stent deployed at 11 atmospheres with satisfactory results and no complications. He was once again discharged on dual anti-platelet therapy. This event was captured as a non-complaint. The product remains implanted in the pt and is not available for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. Past medical history that may have increased this pt's risk for mace includes hypertension, tobacco use, dyslipidemia and a family history of coronary artery disease. The products remain implanted in the pt and are thus not available for eval. A review of the manufacturing records could not be conducted without a lot number. Thrombotic events leading to myocardial infarctions are known potential adverse event following stent implantation. Pts who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. With such limited pt and procedural info available for review, the lack of availability of the product's lot number to perform a DHR review and the unavailability of the product to analyze, it is not possible to determine what factors may have contributed to these events. However, there are possible risk factors present in the pt's medical history (hypertension, tobacco use) and pharmacological factors (discontinuation of aspirin and clopidogrel) that may have contributed to these events. Please note that this is the initial/final report for this product.

Event description:
The report received via a literature search found the following article: published: 10 december 2009; cases journal 2009, 2:9303 doi: (B) (6). The article was entitled: incredibly late thromboses in first generation drug eluting stents: a case series-case report #1. Approximately fifty-one months after the index procedure for implantation of a cypher 2.5 x 18 mm stent in the distal right coronary artery (rca), the pt was readmitted with an acute inferior wall st-elevation myocardial infarction (stemi)-adverse event/ae #2. He had continued an aspirin and clopidogrel since his second stent was placed. His aspirin and clopidogrel were held 10 days prior to this episode for a dental procedure. On admission an emergent cardiac catheterization was performed which showed a thrombotic total occlusion of the previously placed des in the distal rca. The lesion was successfully dealt with using standard percutaneous intervention procedures. The post interventional course was uneventful and the pt was discharged on dual anti-platelet therapy (dat) with aspirin 325 mg and clopidogrel 75 mg. To be continued indefinitely.